Event description:
It has been reported to philips that, motorized movements was unavailable. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and conformed motorized movements were unavailable. The customer reported intermittently getting geo errors. Fse performed stand calibrations. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.